Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site and extended ipg charging time. It was also reported that the patient was experiencing inadequate stimulation and sudden increased of stimulation that he could not move, and the patient started to feel pain of where the ipg was, and burning sensation. There was reportedly some warmth at the site and the patient felt like it was hot and tender. It was noted the ipg might have shifted and it felt like it was at an angle. X-ray confirmed that the ipg was tilted. Database analysis revealed no anomalies on the ipg but high impedances were measured on electrodes 07 and 08. The patient underwent an explant procedure. No device malfunction was suspected.